Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via telephone call that the insulin pump alarmed multiple times that day for no delivery. The customer reported that the issue was not resolved with a set change. The blood glucose reading was 225 mg/dl. The customer was assisted in performing a 5 unit fixed prime. The customer reported that insulin did not exit and the insulin pump alarmed for no delivery. The customer was advised to remove the reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set, and push insulin slowly through the tubing. The customer reported that insulin did exit. The customer was advised to reinsert the reservoir and run a manual prime and the customer reported that insulin did exit. The customer was advised that the issue was caused by an occlusion and to monitor the issue and call back if needed.